Event description:
Customer reports noticing a burning odor from the bottom of the inform system. Blackened connector pin also reported. No adverse event reported. Requested return of suspect device and replaement was sent.